Event description:
Staff report that guide wires break off during removal after successfully inserting IV (occurred in 22 and 20 gauge IV catheters). Staff report that when removing the trocar, it didn't sheath into the protective sleeve, leaving sharps exposed.